Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the patient's op report documents a history of endocarditis. The patient had done well initially after mitral valve repair in 2000, until another episode of endocarditis which had resulted in mitral insufficiency. Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the root cause of this event cannot be confirmed without the sample device; however, it is likely that the patient's second case of endocarditis caused or contributed to this event. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received the ring exhibited heavy host tissue overgrowth. Suture threads were evident in the sewing ring. No visible damage observed to the ring in the x-ray. X-ray. The explanted device was returned to edwards for analysis. Unfortunately, the reported event could not be confirmed based on the findings observed. In this case, there is insufficient information to conclusively determine the root cause of the patient's regurgitation; however, it is likely that the patient's second case of endocarditis caused or contributed to this event. There are no changes to the original conclusion of this case.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral ring was explanted after an implant duration of approximately 12 years and 5 months due to restricted mitral valve leaflets. Per the op report, "the patient is a (B)(6) gentleman who in 1993 underwent coronary artery bypass grafting x3. He did well until an episode of endocarditis and presented with severe mitral valvular insufficiency in 2000 at which time he underwent redo coronary artery bypass grafting utilizing a radial artery and vein and mitral valve repair. The patient did well until another episode of endocarditis and now presents with severe mitral valvular insufficiency. Repeat catheterization demonstrated a widely patent left radial artery to the posterior descending artery and the left internal mammary artery to the left anterior descending, but occlusion of the previous vein graft to the lateral circumflex with severe mitral valvular insufficiency. In view of the severity of these findings, it was felt that the patient could benefit from redo mitral valve repair or replacement and coronary artery bypass grafting... At the time of the operation transesophageal echo was performed which... Demonstrated severe mitral valvular insufficiency as a consequence of both ruptured chordal elements and also some restriction of the leaflets themselves. This was confirmed at time of the operation, and after removal of the valve ring and resection of most of the anterior mitral valve leaflet, the anulus was able to be sized to a #29 carpentier-edwards theon pericardial valve. This was easily secured without difficulty... Upon weaning from cardiopulmonary bypass, reassessment by transesophageal echo demonstrated a well-seated bioprosthesis without any evidence of perivalvular leak... The patient tolerated the procedure well, was transferred to the intensive care unit in stable and satisfactory condition."